Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect gas delivery engine (gde) is available for analysis and a return good authorization (rga) has been issued. At this time, carefusion has received the suspect gde and the component evaluation is anticipated, but not yet begun.

Event description:
The customer reported an unresolved inoperative internal compressor assembly on this avea ventilator. The customer stated no patient involvement with this event.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect supply pressure transducer assembly for investigation. An investigation was performed, which duplicated the customer event and identified the root cause of the reported issue as contamination on the transducer, causing the supply pressure to fail high. This issue will be internally investigated within carefusion.